Manufacturer narrative:
Block h6 (device codes): problem code a0504 captures the reportable event of feeding tube leaked. Problem code a0414 captures the reportable event of feeding tube split/torn. Block h10: the returned endovive jejunal feeding tube was analyzed. A visual evaluation noted there were no tears in the device. A functional evaluation noted when saline solution was injected through the device using a syringe, no leakages were found indicating that the tube did not have any tears. No other problems with the device were noted. The reported complaint was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities related to the reported event were identified during the manufacturing process; during testing of the unit returned it was determined that device did not have any visual damage/defect and no leakages were observed during functional evaluation; the unit returned did not show evidence of either the alleged problems or any defect which could have contributed to the event, therefore, it was concluded that the investigation conclusion code for the complaint will be documented as no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a jejunal tube placement procedure performed on (B)(6) 2021. According to the complainant, post procedure, fluoroscopy was performed to confirm the placement of the device. It was found that the contrast was in the stomach as well as in the duodenum. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a jejunal tube placement procedure performed on (B)(6) 2021. According to the complainant, post procedure, fluoroscopy was performed to confirm the placement of the device. It was found that the contrast was in the stomach as well as in the duodenum. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.